Event description:
It was reported that the insulin pump alarmed bad battery, off/no power, motor error, weak battery, failed battery test and had blank display. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer stated also that she decided to go to the hospital due high blood glucose. Customer's blood glucose was 26 mmol/l and went up to 29 mmol/l. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was monitored for several days in a 50c oven and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. No unexpected failed battery test, off no power, low battery or weak battery alarm was noted. No motor error alarm was noted during testing. The motor passed the motor test. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.